Event description:
It was reported that the patient recently underwent surgery on (B)(6) 2025 and high impedance was then later observed. The patient had x-ray images taken and there was no cable break seen. The patient then underwent an additional surgery where the generator was removed from the pocket and the impedance was good and once reimplanted it remained good. No other relevant information has been received to date.